Event description:
It was reported a cerebral vascular accident (cva) occurred. The patient previously underwent a left atrial appendage (laa) closure procedure on (B)(6) 2021, during which a 27mm watchman flx laa closure device was implanted. Post-procedure, the patient was discharged on xarelto for 45 days, after which the medication was switched to plavix until the 6-month follow-up. On (B)(6) 2025, the patient presented to the hospital with symptoms of speech delay. It was noted that the patient had a watchman device implanted in 2021. A transesophageal echocardiography (tee) was performed, which revealed that the device was canted within the appendage and showed residual flow/leak of 3-5mm past the appendage. There was no thrombus noted. The patient was restarted on oral anticoagulation (oac) therapy. The 45-day tee from the implanting hospital was reviewed. The implanting physician documented that the closure device appeared well-seated at the ostium with no flow around it. However, upon further review, the imaging suggested that the device was already canted at the ostium and likely had flow beneath the device, though the original imaging quality was suboptimal. There is no intervention planned at this time.